Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at unknown interface. Cement manufacturer is unknown. It was also reported that the attune size six femur and and attune fixed bearing size six tibial insert were took out of the patient and it was replaced with rp tc3. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.